Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that the catheter frayed. A direxion hi-flo microcatheter was selected for use in a uterine fibroid embolization procedure. The vessel was mildly calcified and tortuous. During use, the distal tip of the catheter frayed. A new direxion hi-flo microcatheter was selected for use but the same event occurred. It was exchanged for a non-bsc catheter, and the procedure was successfully completed. There were no patient complications as a result of the event.